Manufacturer narrative:
(B)(4). This reported was filed by the MFR. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Customer reported that ciprofloxacin 200mg/100mls was programmed to infuse over 1 hour. After the hour, the nurse saw that at least 10mls were remaining in the secondary. She reprogrammed the infusion to complete it. Event occurred in the pediatric unit. There was no patient harm reported. No further patient/event information was provided.